Event description:
During a generator replacement surgery a new generator was implanted and high impedance was found. This generator was then removed and generator diagnostics were performed with a test resistor which also resulted in high impedance. This generator has been received. Analysis is underway but has not been completed to date. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. A second generator was subsequently implanted. High impedance was still present after the second generator was implanted and the surgeon then noted fluid and an opening in the lead tubing. The high impedance and fluid leaks relevant to the lead will be reported on MFR. Report #1644487-2018-00480. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis has been approved for the generator and showed that the device performed according to functional specifications. Test leads were inserted, secured with the setscrew, and successfully disconnected with no issues. Diagnostics tests demonstrated that accurate resistance measurements were obtained from various loads. System diagnostics were performed with a test resistor that resulted in normal, expected values. There were no performance or any other type of adverse condition found with the pulse generator. No additional or relevant information has been received to date.